Event description:
It was reported the patient had an infection at her ipg site. The patient's physician stated the cause of the infection was due to the burns the patient received while charging her ipg, (reference MFR. Report: 1627487-2013-06041). The patient was treated with i.v. Antibiotics. No further information is available at this time, follow-up pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.